Event description:
It was reported that the pump motor had stalled following an MRI (magnetic resonance imaging). The stall was confirmed with no recovery recorded in the event logs. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.